Manufacturer narrative:
(B)(4). D10: cat #: 010000664 / g7 pps ltd acet shell 54f / lot #: r7301744a cat #: 192113 / echo por fmrl lat nc 13x145mm/ lot #: 213200 cat #: 20103606 / g7 longevity neutral 36mm f / lot #: 65502075 cat #: 650-0661 / delta ceramic fem hd 36/0mm / lot #: 3128005 bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient received a cortisone injection approximately three months post implantation for lateral hip pain and trochanteric bursitis. Then again one year post implantation due to mild pain, moderate difficulties with adl¿s, snapping sensation and difficulty sleeping. The patient was prescribed a corticosteroid injection in the right trochanteric bursa, voltaren gel and a prescription for pt, possibly dry needling. Attempts have been made and no further information is available.